Event description:
It was reported that (1) er420 was used during an unknown procedure. It was reported by the affiliate that the clip would not deliver. Another instrument was used to complete the case. No adverse pt outcome.